Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the display of the insulin pump was broken. The device fell down while customer was sleepwalking. Customer did not know blood glucose level. No further information reported.

Manufacturer narrative:
Insulin pump was received with cracked and bleeding on lcd glass, minor scratches on lcd window, cracked battery tube threads and missing end cap sticker.